Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR "was confirmed during the initial functional testing and in review of the archive data. To remedy the issue, the error was cleared with (B)(4) software. The motor controller board, drive train and pdb (power distribution board) were replaced as a precaution to avoid the reoccurrence of the issue. Following the repair and parts replacement, the autopulse passed all the testing and functioned as intended. Visual inspection was performed and noted no damage upon receipt. Functional testing was unable to be performed due to system error exhibited by the platform. System error was observed upon powering up of the autopulse. Archive showed system error 132 (internal watchdog timeout) on the reported event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there were four similar complaints reported for autopulse (B)(4). They are, (B)(4) reported on (B)(6) 2017, (B)(4) reported on (B)(6) 2016, and (B)(4) reported on (B)(6) 2012. The processor board was replaced to remedy the issue. (B)(4) was reported on (B)(6) 2016 and the issue was remedy by (B)(4).

Event description:
As reported during shift check, the autopulse displayed " system error, out of service, revert to manual CPR " error message upon power up. No patient involvement was reported.